Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, post-paced t-wave oversensing was detected on the ventricular lead. The patient did not receive unanticipated therapy. Oversensing was noted on real-time egm. Reprogramming options were recommended. The device remains implanted.